Manufacturer narrative:
The device was tested on the bench and no anomalies were found.

Event description:
It was reported that during a heart catheterization, hv output issue was observed on the right ventricular channel. The aborted therapy was for a true vt episode and the device attempted several times to deliver therapy before eventually indicating that no more therapies were available. The patient's rhythm was said to have broken at some point later on its own. The patient was in stable condition at the time. Subsequently, the ICD was explanted and replaced. No further information was provided.